Event description:
On (B)(6) 2015 the reporter contacted animas alleging that there was moisture/corrosion in the battery compartment. There was reportedly no damage to the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: during investigation, a visual inspection of the pump revealed moisture in the battery compartment. The pump case was removed and no additional moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.